Event description:
It was reported that on (B)(6) 2009, the patient underwent stenting in the mid left anterior descending (lad) coronary artery with two xience prime stents (3.0x28, 3.0x18) and in the distal right coronary artery with one xience prime stent (3.5x18). On (B)(6) 2012, the patient had a worsening of coronary artery disease with silent ischemia and was hospitalized. Diagnostic coronary angiogram found a 70% in-stent restenosis in the target lesion. Percutaneous coronary intervention was performed in the mid lad. The condition resolved the same day. The patient was discharged on (B)(6) 2012. There was no adverse patient sequela. There was no additional intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience prime 3.0 x 18 and 3.5 x 18. Aspirin. There was no reported product deficiency. The reported stenosis and ischemia are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.